Event description:
It was reported to philips that the machine failed to boot up; unclear use phase on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reloaded the software, and the system was returned with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).